Manufacturer narrative:
The device was rec'd by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or if add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report rec'd from the USA stating that the device had "cord damage." The device was not being used during surgery. There were no reported injuries; however, it is unk if there was any medical intervention involved. There was no add'l info provided.